Manufacturer narrative:
(B)(4), concomitant medical products: oss elliptical diaphyseal segment screws cat#: 150461, lot#: 755520. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11399, 0001825034 - 2017 - 11400. Remains implanted.

Event description:
It was reported that during the revision procedure, an attempt was made to remove the distal screw from femoral component but it appeared to be cold welded and was abandoned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 150481 diah seg lock screw set lot 935180; 150419 oss non-mod tib plate long 63 lot # 612080; 150426 oss tib blk aug 10x63/67 univ lot # 896800; 150368 oss cemented im stem 14x150 lot # 691040; 150476 oss poly tibial bushing lot # 510910; 150477 oss poly femoral bushings 2pk lot # 780760; 150478 oss poly lock pin lot # 576750; 150412 oss tibial poly bearing 16mm lot # 231210; 150480 oss axle lot # 274490; 150493 oss reinforced yoke lot # 066340. Reported event was confirmed by review of the provided op notes. It was noted that during revision procedure that the femoral component was re-processed and re-implanted using a new screw. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.